Manufacturer narrative:
Investigation summary: one photo displaying two blister packs was received and evaluated. One blister pack was oriented with the top web facing up from batch 0148628 (p/n 309628) and one blister pack was oriented with the bottom web facing up that was fully sealed with a 1ml syringe inside. No defects were observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 309628 , batch no: 0148628. Bd 1 ml syringe. Lot: 0148628 10. Exp. 5/31/2025. The date of my event was 1/7/21¿ the other event was a 3 ml syringe on 1/6/21 no one was hurt expect it did require us to do a second injection on a child to complete the dose needed. We had a bd 1 ml syringe malfunction. I had heard the day before another facility had a similar issue with a plunger on a syringe. The plunger would not advance after ½ of the medication was administered. The needle was changed and they continued to have the same issue. They needed to use a new syringe.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd 1ml syringe luer-lok" tip experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 309628, batch no: 0148628. Bd 1 ml syringe lot: 0148628 10. Exp. 5/31/2025. The date of my event was (B)(6) 2021. The other event was a 3 ml syringe on (B)(6) 2021 no one was hurt expect it did require us to do a second injection on a child to complete the dose needed. We had a bd 1 ml syringe malfunction. I had heard the day before another facility had a similar issue with a plunger on a syringe. The plunger would not advance after ¿ of the medication was administered. The needle was changed and they continued to have the same issue. They needed to use a new syringe.